Event description:
Customer reported a pt was initially tested on the galileo and a result of a, rh negative was given. Manual tube testing was performed on the same pt, which yielded a result of a, rh positive. Repeat testing on the galileo gave results of a, ntd (no type determined) x2. The weak_d assay was performed and a 4+ positive result was given.

Manufacturer narrative:
The anit-d used in manual testing gave a result of 4+ at immediate spin. The images from the instrument were retrieved. The negative reactions appeared negative. On the repeat testing there appears to be a slight amount of agglutination forming in one test well. The anti-d was also tested with in-house donor samples of various rh phenotypes including weak d cells. Expected reactivity was observed. Retention products performed as expected. The customer's sample was tested with retention anti-d, and with other mfrs' anti-d blood grouping reagents. The red cells exhibited optimal reactivity at the antiglobulin phase of testing with all anti-d reagents tested. The event is most likely due to the nature of the sample.